Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer' s husband reported via phone call that they were going to replace the infusion set and decided to use an old one instead. Customer went to prime the line and got a no delivery. Caller stated that his wife is in chemotherapy and her blood glucose was high. Customer's blood glucose was at 418 mg/dl at the time of the incident. Troubleshooting was performed but the insulin did not exit. Caller assembled a new infusion set with the current reservoir and the insulin did exit the tubing. Caller stated that the pump did not alarm no delivery during manual prime. Caller was advised that it might be a possible issue with the infusion set. Caller was advised to return the set and customer will receive a replacement.